Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt / check belt) has been confirmed. Upon eval, there was a short inside the trunk cable. The cause of the adjust belt / check belt messages is the short in the trunk cable. The root cause of the short cannot be positively identified. No adverse event resulted from the shorted wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt / check belt messages. The pt was issued a replacement electrode belt.